Event description:
It was reported that during a mivs mitral valve surgery, the trocar was used as a portal for endochameleon scope. Trocar and scope inserted without incident noted by surgical team. At the end of the case when the trocar was removed, the team noted that a piece of the plastic sheath was missing. Field was cleaned out and thoroughly inspected. Several pieces of plastic were removed. When pieces were put back together, it appeared that all of the pieces were accounted for. No patient consequences.

Manufacturer narrative:
Pc-(B)(4). Date sent: (B)(6)2022. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.